Event description:
Lap chole - "the surgeon was performing a lap chole. He fired 3 clip and everything worked well. When he used again the clip applier on the cystic duct. It stopped working and no clip in the jaws. This caused some problems to him because the cystic duct was quite short and it was "damaged" from the jaws squeezed on it, so he was very nervous. At the end he used another ca090 (don't know lot number). He didn't used the jaw to skeletrize the duct, no application of clip on a metallic catheter, no application of clip onto another clip." Type of intervention: "nothing but the surgeon reports that he needed to work a lot to close the duct." Patient status: "good".

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.